Event description:
It was reported that the patient's device system was explanted due to (B)(6) bacteremia. The device system was replaced once the infection had cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
Additional information was received which noted that vegetation was found on the leads, the patient was diagnosed with endocarditis, sepsis, and osteomyelitis, and the patient was a participant in the (B)(6) clinical study.